Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Attempts to retrieve additional information are in process. Based on the information received the cause of the event remains indeterminable; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 25 mm aortic valve implanted 12 years, 11 months, underwent transcatheter valve-in-valve procedure due to severe aortic regurgitation, secondary to calcification and thickened leaflets. A 26mm transcatheter valve was successfully implanted inside the failing 25mm valve. There were no leaks post transcatheter aortic valve replacement.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.